Event description:
The micro saggital saw was returned for service. Upon evaluation at the manufacturer, it was found to overheat. There were no patient or user injuries and no adverse consequences.

Manufacturer narrative:
Upon disassembly, it was discovered that the sag head was broken and the link nut was loose.